Event description:
While harvesting organs from a patient, there was an incident, which caused the physician to be exposed to blood/body fluid from the patient. A blood sample was drawn from the patient and sent to the laboratory for (B)(6) testing. Testing was performed using the gs hiv-1/hiv-2 plus o assay kit. The initial results were (B)(6) and the repeat testing was (B)(6). The laboratory performed a nucleic acid test (nat) and the results were negative. Due to the (B)(6) result the physician began prophylactic treatment for (B)(6).

Manufacturer narrative:
(B)(4).